Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Sensor b read as an open circuit during electrical testing due to a fracture in connector pin 46 within the connector plug, consistent with the reported event. Sensor a displayed acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial tachycardia procedure, communication issues resulted in a procedural delay. The mapping catheter was prepared as per normal and inserted into the patient. There were no voxel points collecting during voxel mode. We switched over to navx mode but were not able to navx field scale as well, indicating that there was an issue with the magnetic sensor. We changed the port and connecting cable, but no resolution was found. The catheter was exchanged, and the ensite x system was power cycled. This resolved the issue, and procedure was completed with no adverse consequences.